Manufacturer narrative:
Retention for the reported lot number is not available for testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's daughter reported that the blood glucose device gave higher than expected readings during a hypoglycemic event. At 1:59 pm the customer received a blood glucose result of 228 mg/dl on her nano system. The patient was experiencing low blood glucose symptoms of feeling hot and sweating. The patient did not treat herself at this time. At 2:05 pm the customer became unresponsive, at this time the daughter tested the customer's blood glucose and received a result of 34 mg/dl. The daughter treated the customer with a glucose injection. The customer did not lose consciousness, but she was unresponsive for 15 minutes. When customer became responsive, she took a blood glucose reading of 57 mg/dl on her nano system. The customer drank juice and ate a sandwich; 20 minutes later, the customer's blood glucose was 40 mg/dl. The customer ate and drank more. One hour and 30 minutes later, her blood glucose reading was 509 mg/dll. The customer felt cold and nauseous; she injected novolog and did not require assistance treating her high blood glucose. The paramedics were not called, and patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.